Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after experiencing two charge times outside of the extended charge time limit for the device. Boston scientific technical services discussed follow up with the local health care provider. The device remains in service. There were no adverse patient effects.

Manufacturer narrative:
As of today, no futher information is available. Should additional information become available, this report will be udpated.